Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to oversensing. No additional adverse patient effects were reported.